Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, a patient had a revision tha due to stem loosening and suspected of infection. During the surgery, a surgeon noticed that there was metallosis in the hip joint. The surgeon removed all implants and implanted a cement mold to save infection.

Manufacturer narrative:
Weight, lot, steri lot, manufacturing date, and expiration date updated. An event regarding loosening, infection and metallosis involving a exeter v40 stem 35.5mm was reported. The event was confirmed. A material of the returned device concluded that there is evidence of impingement of the neck of the exeter stem on both the titanium sleeve and the ceramic insert of the trident ceramic insert assembly. No material or manufacturing defects were observed during this analysis. A device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. A complaint history review indicated that there have been no previously reported similar events for the same lot number. The investigation concluded that the reported event was procedure-related with regard to component malposition of an undetermined degree or type due to lack of x-ray verification and even if infection would have been present, unlikely though, this would also be a procedure-related complication after surgery. No indication for presence of device related problems as also supported by the mar findings. This case is not device-related. No further investigation for this event is possible at this time.

Event description:
It was reported that, a patient had a revision tha due to stem loosening and suspected of infection. During the surgery, a surgeon noticed that there was metallosis in the hip joint. The surgeon removed all implants and implanted a cement mold to save infection.